Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was "high" (specific bg value was not provided). Reportedly, the customer did not fill the cartridge with insulin, resulting in the "high" bg level. Tandem technical support assisted the customer with the load process and insulin delivery resumed to address bg.

Manufacturer narrative:
Per tandem user guide, ¿this section describes how to fill the cartridge with insulin and load the cartridge into your t:slim x2 pump. The single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.